Event description:
It was reported that during an unknown procedure, both forceps after their usage, presented an error and needed to be replaced. One of them had its tip broke during the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient. (B)(4)

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 449 mg/dl, 222 mg/dl, 191 mg/dl, and 195 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.